Event description:
During use of the device of the device for cardiopulmonary bypass (cpb), the connection of the 1/8-inch end of the tubing was not glued into the 1/4-inch piece of tubing causing it to leak. The surgical procedure was completed successfully. There were a few drops of blood loss during a pediatric case. There was no delay, nor adverse consequences to the patient.

Event description:
Per clinical review: this complaint involved a pediatric tubing pack that leaked blood during cardiopulmonary bypass around a 1/4 inch connector. The blood loss was minimal and there was no harm to the patient. The connector was not changed out. The complaint connector was not returned for investigation, but pictures were taken by the user and shared.

Manufacturer narrative:
Corrected block: e1. Updated blocks: b5 & h6. The reported complaint was confirmed. Photo evidence was provided, and it was determined that the issue occurred on line 28 and 28a. The photo suggests that the tubing segments l17 and l15 of the affected lines were not properly bonded. The most likely root cause is a workmanship error in assembly at the time of executing the bonding connection where no or not enough solvent was added to the tubing-to-tubing interaction. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.